Event description:
The customer reported that the display on their device was showing solid white, which is indicative of a device lockup. There was no further information provided. The customer indicated that there was no patient use associated.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The user interface pcb assembly was replaced on the device and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device has not been returned to physio-control for evaluation.